Manufacturer narrative:
The reagent lot number is 734533. The expiration date was requested but not provided. The field service engineer (fse) performed decontamination of the analyzer. The investigation is ongoing.

Event description:
The initial reporter received questionable iron2 iron gen.2 results for an unspecified number of patient samples tested on the cobas pure c 303 analytical unit. The reporter stated that they were getting alarms. The field service engineer (fse) went to their facility for service and changed the probes, but the issue persisted and the qc was still out. The reporter stated that they had questionable patient sample results which they had to correct. The reporter was able to provide two examples of questionable results: sample ID: (B)(6). The initial result was 6.19 umol/l. The repeat result was 11.2 umol/l. Sample ID: (B)(6). The initial result was 7.26 umol/l. The repeat result was 11.3 umol/l.

Manufacturer narrative:
The field service engineer (fse) cleaned and replaced the sample probe. Product labeling states "every 2 weeks maintenance cleaning the sample probe ¿ c 303 to ensure that the system produces accurate results, clean the sample probe." The investigation reviewed the log data and found multiple qc out-of-range results and calibration failures for the assay (between (B)(6) 2023). There were also sample/reagent abnormal aspiration alarms during this period. The investigation also noted that the gear pump pressure was stable on (B)(6) 2023. The investigation determined the event was consistent with a sample pipetting issue (blocked sample probe). After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.